Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, alaris smartsite, tubing separation causing leak. Description: ivi heparin infusion in progress and recently initiated. Tubing was found to have separated at unusual point on the giving set and drug was therefore spilled on bed not going into patient. Additional information: please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Pump giving set for IV heparin infusion. Entry point to patient was peripheral cannula. Height of line was 30 cms above entry point. Please confirm if there is any visible damage on the set ? Nil visible damage. Please confirm the exact location of the reported separation within the set? Unable to advise now sorry. Was there any patient harm? No. Was there an under infusion? No.